Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
During t2 gtn surgery, the surgeon tried to insert the locking screw in the proximal oblique screw hole of the nail. However, the locking screw contacted the edge of screw hole of nail. Therefore, the surgeon inserted two screws in transverse hole, and finished the operation.